Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the optic torn/split and the haptic torn/broken/bent/deformed. Conclusion code: as per dfu for this lens model, ticms are contraindicated for patients under 21 years of age. Corrected data: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Pt weight: unk. Event date: unk. Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.5mm ticm 125v4 implantable collamer lens, -22.00/+4.5/081 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/40.